Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported that a patient who underwent bilateral lasik was diagnosed with stage 2, diffuse lamellar keratitis (dlk) in the left eye, at the second day postoperative visit. The patient was asymptomatic and had no visual complaints. The topical steroid drops were increased. In a follow up, the optometrist reported that the event resolved with the treatment within four days, and the patient was noted be doing great. No further information is expected.